Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that, during the implant procedure of this right atrial lead, difficulty to be positioned was observed as well as high pacing thresholds. Eventually it was able to be positioned and implanted. However, after pocket closure, this lead experienced dislodgement, due to this, loss of capture was observed. It was decided to explant and replace this lead. This lead is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that, during the implant procedure of this right atrial lead, difficulty to be positioned was observed as well as high pacing thresholds. Eventually it was able to be positioned and implanted. However, after pocket closure, this lead experienced dislodgement, due to this, loss of capture was observed. It was decided to explant and replace this lead. This lead is expected to be returned for analysis. No further adverse patient effects were reported.